Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident and thrombosis are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 45 minutes post xact stent implantation in the right internal carotid artery, the patient experienced a stroke and was found to have in-stent thrombosis. The patient was taken to surgery for a carotid endarterectomy which included removal of the stent and thrombus. There was no adverse sequela. On (B)(6) 2011, the patient was alert and oriented and discharged home. There was no additional information provided.